Manufacturer narrative:
Product complaint # ==> (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1 ¿ initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during setup, the emboguard 87, 95 cm balloon guide catheter ((B)(6)) was attempted to insert the peel away sheath, but the balloon became broken because of poor interference. Replaced with another new emboguard and the procedure was successfully completed. There was no negative impact to the patient. A continuous flush was not done. The lesion was internal carotid artery. Additional event information received on 25-mar-2024 clarified that the balloon had tear due to friction with the sheath, which could lead to rupture.

Manufacturer narrative:
Product complaint # (B)(4). Section e1. Initial reporter phone: (B)(6). Complaint conclusion: as reported by the field, during setup, the emboguard 87, 95 cm balloon guide catheter (bg8795u, (B)(6)) was attempted to insert the peel away sheath, but the balloon became broken because of poor interference. Replaced with another new emboguard and the procedure was successfully completed. There was no negative impact to the patient. A continuous flush was not done. The lesion was internal carotid artery. Additional event information received on 25-mar-2024 clarified that the balloon had tear due to friction with the sheath, which could lead to rupture. No additional information is available. The device was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.